Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check heater line alarm during dwell 4 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to end therapy since he moved the bags from one line to another while connected to the hc. The hp stated he would finish with manual supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed. The cause is undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.